Manufacturer narrative:
Date rec'd by MFR: 22may2019. Added serial number/ventilator (B)(4) added UDI (B)(4). Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Unable to confirm serial number. A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported that the flow sensor was out of range and there was a 35 volt supply failure. There was no patient involvement.

Manufacturer narrative:
Date received by manufacturer: 22may2019. Date of report: 15jul2019. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse replaced the flow sensor and power management board and the issue was resolved. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.